Event description:
It was reported that the right atrial (ra) lead observed short a-a intervals that appeared to be noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 implantable pacing lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.